Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited error code b30. It was noted that it was often due to the cable between the video system center and light source being connected a little too tight. The issue occurred during setup/inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Olympus was able to confirm the customer failure and determined the following: the cable between the video system center and the light source was connected too tight. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.